Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, it was noticed before use that the green suture was sticking out a little bit; however, the device was used and a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Used in the patient although the green suture was seen. The device is expected to be returned for evaluation. It has not yet been received.